Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had gradually increasing pacing capture threshold and impedance since approximately a year prior to the lead replacement. Before the lead was capped and replaced, the threshold became high at greater than 4 v at 1.5 ms. The impedance also became high at approximately 1700 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.